Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The robotics coordinator informed that when they moved the console to another room for service, they noticed an object stuck under the pedal for the camera control. They removed the debris from around the camera foot pedal and were able to fully depress the camera pedal. The field service engineer (fse) followed up the following day to see if the console was able to control the camera after the debris was removed, and the site reported they did not have any more issues controlling the camera from that console. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to an object being stuck under the camera control pedal on console 2, which prevented normal camera movement. Removing the debris resolved the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, they were not able to move the camera from console 2 with a dual console system. Prior to calling, the user power cycled the system with no resolve. Subsequently, the surgeon switched from console 2 to console 1 and continued the case without further issues. No related errors were found in the available logs at the time of the call. The procedure was completed as planned with no reported injury.